Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displays system shut down and has alarmed. There was no report of pt involvement.